Event description:
Hcp reported the pt presented in 2002 "not feeling well- joints feel tight- dizzy when pt lies on right- yawning." Hcp aspirated 1 ml from pump. The expected reservoir volume was 2 ml. The low reservoir alarm was enabled with reservoir volume of 2 ml and the alarm did not sound. It was reported the pt recovered without sequela and added symptoms were "not clearly related to pump".